Event description:
Customer reported missed antibody during validation testing on the echo. Sample 1- patient sample with known anti-e resulted negative with capture-r ready screen 3 (crrs 3). Sample 2 - the sample resulted positive with screening assay. The sample resulted negative with capture-r ready ID (crrid), however, the well containing a homozygous c antigen (well 1)visually appeared positive to the customer.

Manufacturer narrative:
Review of camera images: sample 1- crrs 3 lot 064 expiration 12/22/09. Raw scores well 1 (0), wlell 2 (0) well 3 (0) well 4 100- controls optimal- agree with echo grading. Phenotype well 2 e+e- sample 2- crrid lot 120. Raw scores 0,50,0,0,70,0,0,0,0,0,0,1,0,80,100,0- well 1- slight adherence diffuse button- agree with all other grading- phentype well 1 c+c- well 2 c+c- well 5 c+c+ well 14 c+c- confirmed the reactivities of the c and e antigens on retention crrs (3), lots r064 and crrid, lot id120, with anti-c and anti-e. Customer's returned crrid, lot id120, was received outside of controlled pouch without desiccant and/or indicator strip and could not be used for testing. Manual testing performed with customer's patient sample using c+cells from retention crrid, lot id120. Sample exhibited negative to weak reactivity (scores of 4 on a scale of 0 to 10) with c+ cells. Hemagglutination tube testing performed with customer's patient sample using c+c+e-, c-e+e+, and c-e- cells from retention panocell-16. Immuadd was used as potentiator and testing was performed at all temperatures. Sample exhibited 1+ reactivity with c+c+e- cell at iat and was nonreactive in all other testing.